Event description:
It was reported by the home patient (hp) that the homechoice (hc) had a negative pressure (pneumatic issue). As a result, the hc was changed. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). During sample evaluation pneumatic leakage inside the device pneumatic subsystem was observed. Faulty membrane gasket was determined to be the responsible part for the pneumatic leakage. As a result, the faulty membrane gasket was replaced. Should additional relevant information become available, a supplemental report will be submitted.